Manufacturer narrative:
Other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s daughter was calling in because the patient¿s remote control wasn¿t working. They noted that it worked for turning off the left ins, but they couldn¿t turn the right ins off because the controller wasn¿t working. The caller confirmed that the green light was on the battery icon on the controller. Patient services walked the caller through turning the right ins off, but the caller noted that the ins light on the right side was off. The caller was instructed to take the controller off the patient and hit the turn implant on button, then put the controller back on the right ins and hit turn off. The caller reported the light was still off next to the ins icon. Then the caller removed the 9v batteries and put them back into the controller to reset it, and then checked the status of the right-side ins, but the caller reported the light was not on for the ins. The caller said the patient had the right ins checked in september but was unsure if the right ins had reached end of service. Patient services reached out to local reps and a rep would follow up with the patient. Additional information was received from the rep: it was reported that they had spoken with the patient via telephone, they didn¿t see the patient in person. The EKG that was ordered (the reason that the generators needed to be turned off) was cancelled. Therefore, negating the rep¿s need to see them. They suggested that the patient follow up with their neurologist and have their dbs interrogated. Both the batteries had been implanted for several years (9 years and 13 years) and it was possible that they were at the end of their life. Possibly why the remote wasn¿t working either. The rep didn¿t have the serial numbers for the batteries. They both appeared to be entered as the left battery. There were no further complications reported.